Manufacturer narrative:
Vyaire medical file identification: (B)(4). The service center (sc) group received the suspect user interface module (uim) part number 16950 and serial number (B)(4) was visually inspected, with no signs of physical damage. The sc engineer installed the uim onto a test station and attempted to power uim into user mode, with software 4.6b installed. The uim cycled without any anomalies and the reported event on startup was not duplicated. The sc also performed multiple power on cycles on the suspect uim and was cycled for an extended period without any failure. The sc was not able to duplicate the reported issue therefore no component root cause will be performed. The vyaire failure analysis lab (fa) evaluated the uim and concurred with the service group assessment. No component/device failure detected therefore; no root cause investigation would be performed.

Event description:
The customer reported an unresponsive touch screen display on this ventilator device. Additionally, it was reported that this device was incorrectly booting up in the service mode intermittently. The customer stated no patient involvement with this event.